Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed to address the occlusions. Customer experienced a blood glucose (bg) level that was elevated (bg value not provided) and a correction bolus was delivered to correct. Current bg was 223 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.